Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing an fx coral 100 dialyzer, and the serious adverse events of a suspected allergic/hypersensitivity reaction, characterized by headache, nausea, vomiting and trembling, which required volume repletion. The definitive etiology/cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, despite the occurrence of these serious adverse events during treatment, it was reported there were no alterations to any of the patients¿ treatment parameters. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the fx coral 100 dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defects were reported, the serious adverse events occurred while the patients were undergoing hd therapy utilizing the fx coral 100 dialyzer. Given the symptoms were indicative of an allergic/hypersensitivity reactions, the lack of clinical documentation (e.g., treatment records, medication records, hospital records), and no sample of the suspect products for manufacturer evaluation, this clinical investigation cannot disassociate the fx coral 100 dialyzer from having a possible causal or contributory role in the serious adverse events.

Event description:
It was reported that 16 hemodialysis (hd) patients (out of approximately 100 total patients) using the nikkiso machine (not a fresenius product) experienced allergic/hypersensitivity like reactions while transitioning from an elisio 25h dialyzer to a fx coral 100 dialyzer. The specific symptoms reported include headache, nausea, vomiting, and trembling. It was reported the serious adverse events occurred over a four-week period, during which the same batch of dialyzers were utilized. Despite the serious adverse events occurring during treatment, it was reported no treatment ¿parameters¿ were altered (specifics not provided) due to the serious adverse events. However, each patient was reportedly treated with volume repletion (solution not provided). Multiple attempts were made to obtain additional information, and thus far no further details have been provided. This record captures the 6th of the 16 total occurrences reported.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. In the past for similar cases, extraction of retention samples showed no unusual residuals which could have led to a patient reaction. Therefore, it is assumed that the patient allergy/reaction may have been caused by other factors besides the dialyzer, for example, the specific physical/medical status of the patient. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. The rinsing and sterilization parameters were checked, and no deviations were found. All product from the batch was found to be conforming to specifications. Based on the available information, the cause for the reported issue cannot be confirmed.

Event description:
It was reported that 16 hemodialysis (hd) patients (out of approximately 100 total patients) using the nikkiso machine (not a fresenius product) experienced allergic/hypersensitivity like reactions while transitioning from an elisio 25h dialyzer to a fx coral 100 dialyzer. The specific symptoms reported include headache, nausea, vomiting, and trembling. It was reported the serious adverse events occurred over a four-week period, during which the same batch of dialyzers were utilized. Despite the serious adverse events occurring during treatment, it was reported no treatment ¿parameters¿ were altered (specifics not provided) due to the serious adverse events. However, each patient was reportedly treated with volume repletion (solution not provided). Multiple attempts were made to obtain additional information, and thus far no further details have been provided. This record captures the 6th of the 16 total occurrences reported.